Event description:
A malfunction alarm called malf 16 occurred, but there was no adverse impact to the customer's blood glucose level. The customer could not use the pump as it was out of warranty and was instructed by technical support to use multiple daily injections (mdi) as backup therapy to ensure continued insulin delivery. Technical support confirmed the shipping address, provided instructions on how to put the pump into storage mode, and advised the customer to return the problematic pump using a pre-paid label within ten days. The customer understood and acknowledged these instructions.